Event description:
Upon setup of covidien, ligasure blunt tip laparoscopic sealer divider, per manufacturer's recommendations the generator displayed the "failure to recognize instrument" message. The generator was then turned off and back on, and the handpiece was disconnected and reconnected. The generator continued to display the same message and the handpiece would not work. The generator was switched out for another generator which displayed the same message "failure to recognize instrument" the handpiece was then replaced with one of a different lot number and there were no further issues. FDA safety ID # (B)(4).